Event description:
Consumer's parent reported that her child experienced a corneal ulcer which required treatment with an unspecified medication associated with contact lens wear. The consumer reported they called into the eye care professional on a friday, although she can not remember the exact date, and her son was prescribed medication. On monday, they went into the eye care professional and her son was diagnosed with a corneal ulcer. The consumer stated her son has resumed wearing lenses and has experienced no add'l problems. Request for further info was made to the treating eye care practitioner, however, no add'l details have been provided.

Manufacturer narrative:
Consumer report of corneal ulcer treated with unspecified eye drops. No further details have been provided to assess the nature and impact of this event and will be considered as a possible infectious event due to report of medical intervention. As there was no product returned or lot info provided, no detailed investigation can be performed. (B) (4).